Event description:
A customer reported that large volumes of air came from the infusion cannula and went into the anterior chamber. The customer clamped the line to complete the procedure with no harm to the pt. It was noted that the pt had rec'd a suture fixated intraocular lens.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).